Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. Investigation could not be completed and no conclusion could be drawn as no device was returned. Additional product code for this report includes hwc.

Event description:
Consultant reported during a tfn, right procedure the surgeon was trying to insert the helical blade and it would not go through the nail. Surgeon backed out the blade and the inserter and checked the locking mechanism and it was not locked. Surgeon re adjusted the construct, pushed down on the out-rigger and the blade was inserted into the nail. Nail and blade were implanted. The amount of time over the procedure was 15 min. This is report 1 of 2 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
The surgeon attempted to insert the helical blade and it would not go through the nail. Surgeon backed out the blade and the inserter and checked the locking mechanism and it was not locked. Surgeon re adjusted the construct, pushed down on the out-rigger and the blade was inserted into the nail. Nail and blade were implanted. The amount of time over the procedure was only 15 min. Due to the reported occurrence, the surgeon had to re-drill the femoral head and some reduction was lost.